Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This system was removed due to an abscess on the lead and possible vegetation. There were no adverse patient events reported. There is no indication that a new system was implanted. Should additional information be received, this file will be updated.